Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that an alert was detected for cardiac resynchronization therapy pacing of less than 85 percent. It was determined this patient pulled this left ventricular (lv) lead back, which resulted in oversensing and pacing inhibition. The decision was made to replace the lv lead. No additional adverse patient effects were reported.